Event description:
The pt used the suspect device to check their blood glucose and they obtained a result of 327 mg/dl. She took insulin and about fifteen minutes later became lethargic and passed out. Pt was taken to the e.r. And their glucose was 46 mg/dl. Pt was given glucose then food and released the next morning. They did not use controls on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.